Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the cause was unknown; however, the customer may have been more physically active that day which may have attributed to the low bg. Juice and carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.